Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 readings were present on their phone but were not appearing on the ilet due to an incorrect sensor code (9661) entered on the ilet after a sensor failure, and pairing was subsequently completed with the correct code during the call. Symptoms included hyperglycemia with a reported maximum blood glucose of 224 mg/dl and elevated readings for approximately 1.5 hours without ketone testing, backup therapy, or medical intervention. Outcomes included transient hyperglycemia without hospitalization or emergency care. Investigation included agent-assisted troubleshooting and education, verification of the correct dexcom g7 sensor code, and successful cgm pairing to the ilet. Investigation of this case revealed user-related setup error leading to loss of cgm data on the ilet and resultant elevated glucose until the correct pairing was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect code entry and incomplete device setup.